Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise and baseline shifting resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review also identified one stored untreated episode. Rhythmcare then provided further troubleshooting options. This device system remains in service. No additional adverse patient effects were reported.